Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis an unopened sample of product code zb346, lot mj5293. The complaint sample was not received for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture was broken during continuous suturing on the fascia. There were no adverse consequences to the patient.